Event description:
Intolerance to walking/ can only tolerate walking for a few minutes [difficulty in walking]. Extreme and significant increasing pain in knees [knee pain]. Significant increasing pain on even touching knees [joint range of motion decreased]. Extremely fatigued to the point of nodding off to sleep while driving home. [Fatigue] when walking more than a few minutes I have broken out in a sweat [sweating]. Not going to benefit from synvisc [subtherapeutic response]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This case is cross referenced with cases (B)(4) this unsolicited device case from united states was received on 17-aug-2015 from a patient via health authority: USA-FDA (food and drug administration): reference number (mw5042392). This case concerns a female patient of unknown age who started treatment with synvisc and later experienced intolerance to walking/ can only tolerate walking for a few minutes, extreme and significant increasing pain in knees, significant increasing pain on even touching knees, extremely fatigued to the point of nodding off to sleep while driving home, when walking more than a few minutes I have broken out in a sweat and not going to benefit from synvisc (subtherapeutic response). The patient's medical history, past drugs and concurrent conditions were not reported. Relevant concomitant medication included levothyroxine sodium (synthroid). On an unknown date in (B)(6) 2015, the patient started treatment with intra-articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided) in her knees. On (B)(6) 2015, the patient had extreme and significant increasing pain and intolerance to walking or event touching her knees. The patient assumed this was a normal progression of the arthritis and was not going to benefit from synvisc (subtherapeutic response). The same day, after the injection, the patient became extremely fatigued to the point of nodding off to sleep while driving home from the doctor's office. The patient was barely able to pull off the highway and felt asleep for a short time. After arrival, the patient iced and elevated her knees for 3 days. This was later reported to synvisc and the patient was told this has never been reported in the past (fatigue from injection). Thereafter when walking more than a few minutes, the patient had broken out in a sweat and could only tolerate walking for a few minutes. The doctor's office and synvisc indicated it might take time for improvement after this injection. The patient felt that this medication had caused her significant medical issues and her delay in further treatment might have caused her severe permanent damage. Action taken: unknown corrective treatment: ice, elevation of knees for extreme and significant increasing pain in knees or even touching my knees outcome: unknown for intolerance to walking/ can only tolerate walking for a few minutes, extreme and significant increasing pain in knees or even touching my knees, significant increasing pain on even touching my knees, extremely fatigued to the point of nodding off to sleep while driving home, when walking more than a few minutes I have broken out in a sweat a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: disability for intolerance to walking/ can only tolerate walking for a few minutes and extreme and significant increasing pain in knees pharmacovigilance comment: sanofi company comment dated: 20-aug-2015: this case concerns a patient who was receiving treatment with synvisc and later patient developed intolerance to walking. The role of the suspect product in the occurrence of the event cannot be denied, however, reporter assumes that the event was a normal progression of arthritis. Also, lack of information regarding patient's medical history, concurrent conditions and concomitant medications precludes complete case assessment.